Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and PICC assembly component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The january 2017 (B)(4) complaint report was reviewed for the bioflo PICC product family and the failure mode, "oversleeve - extension tubing/hole fracture." No adverse trend was identified. The reported event is unable to be confirmed, nor can a root cause be determined as no sample was returned for evaluation. (B)(4) process controls for the bioflo PICC include 100% visual inspection for damaged tubing, 100% guidewire insertion testing to verify lumen patency, followed by 100% leak testing. The directions for use supplied with the reported PICC contains the cautions, " do not use sharp instruments near the extension tubes or catheter shaft," and "do not use scissors to remove the dressing, as this may possibly cut or damage the catheter. " (B)(4). Device not returned to manufacturer.

Manufacturer narrative:
Although the device from the reported event was discarded by the hospital, the investigation into this event is on-going. Following the conclusion of the investigation, a supplemental medwatch will be submitted. (B)(4). Device discarded at hospital.

Event description:
As reported by nurse pro plus, an IV services company, PICC placed at the (B)(6) medical center developed a "pin hole in the extension (tubing) causing leakage." The line was removed and another PICC was placed the day after. The patient had an infection which was suspected to be the result of the hole in the extension tubing. The patient had the PICC line in place for more than two months prior to the hole being discovered in the line. The patient was discharged and re-admitted twice prior to the hole in the line being noticed. The patient had originally been admitted for a gunshot wound and received numerous medications through the PICC line both as an inpatient and as an outpatient. The used PICC was discarded at the hospital.